Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and the complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that a patient was undergoing an arthroscopic shoulder repair with the use of versalok for fixation. The surgeon was experiencing a series of difficulties with manipulating the versalok deployment gun in attempting to deploy the fixation device. While tensioning the suture around the wheel, it somehow interfered with the trigger, pulling it back and preventing the deployment of the anchor from the applier. The surgeon pulled all back and re-attempted to deploy the fixation device into the bone hole with the same negative results. Upon removing all from the body it was noted that a portion of the anchor was missing; they assume that it fell into the suction bag, however, they do not know. A helix knotless anchor was used to complete the procedure successfully without further issue or harm to the patient. Nothing being returned.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.